Event description:
The pt received her scs system consisting of an ipg, percutaneous lead and surgical lead on (B)(6) 2010. It was reported that the pt felt the ipg was uncomfortable under the skin. She complained that the ipg was limiting her physically and did not provide enough pain relief. She elected to have her scs system explanted on (B)(6) 2010. The explanted ipg was returned to the MFR for evaluation. There are no plans to reimplant the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.